Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 436 mg/dl (system 1) and 196 mg/dl (system 2). Customer used the same vial of test strips for both measurements. No adverse event was reported. The alleged product was requested for evaluation.